Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with right ventricular (rv) lead had undergone a surgical procedure for lead revision. The physician suspected that the device pocket was infected due to the excessive fluid that was drained. Cultures were taken and the results were negative for signs of infection. The patient was diagnosed with diabetes and obesity, which was noted to be comorbidities. The rv lead was surgically explanted. No additional adverse patient effects were reported. Additional information indicates that the pocket was cleaned out and irrigated with antibiotics solution. The patient was treated with intravenous antibiotics for empiric methicillin resistant staphylococcus aureus (mrsa). There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with right ventricular (rv) lead had undergone a surgical procedure for lead revision. The physician suspected that the device pocket was infected due to the excessive fluid that was drained. Cultures were taken and the results were negative for signs of infection. The patient was diagnosed with diabetes and obesity, which was noted to be comorbidities. The rv lead was surgically explanted. No additional adverse patient effects were reported.